Event description:
A patient with multiple medical problems had a tracheotomy tube and had a telemetry pulse oximeter monitor which was connected to the central monitor in the nursing station. The patient was found unresponsive with the trach out. Investigation revealed that the staff does not recall hearing the central monitor desaturation alarm. The alarm has settings of 1-10 and was found to be set at "1". Engineering staff can set a minimal alarm level that staff can't go below. As a result, the central monitor minimum alarm volume setting was increased for the involved unit. In addition the central monitor minimum alarm volume setting for each unit in the hospital was assessed and confirmed to be at an appropriate level based on each unit's configuration.